Event description:
It was reported that the fenestrated bipolar forceps instrument had a broken tip. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip tip at the base of the grip. The broken piece was not returned with the instrument. The complaint regarding a broken tip was confirmed by failure analysis. The probable root cause of broken grip tips is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal.